Event description:
During evaluation of a returned homechoice (hc) machine, an increased intra-peritoneal volume (iipv) was identified on (B)(6) 2010 during drain cycle 1. The patient's largest prescribed fill volume (lpfv) was 130 ml and the drain volume was 181 ml, which met iipv criteria. No patient injury or medical intervention was reported.

Manufacturer narrative:
(B)(4). Correction: one actual sample was received, as opposed to unknown number of companion samples reported in the initial emdr. Actual sample was received and reviewed, and the reported issue of patient line cap being separated from the set was not confirmed in the lab. Batch record was reviewed and no abnormality was observed. No exception was observed during manufacturing. Pull test was performed on the returned sample with no abnormality observed. No assignable cause could be established. Similar reports have been received by baxter for the reported problem. Baxter will continue to monitor similar reports to determine if further actions are required.

Event description:
A customer contacted baxter to report that the patient line cap was loose. There was no patient injury / medical intervention.

Manufacturer narrative:
(B)(4). The companion samples are available for evaluation (quantity is unknown at this time), and have been requested. A follow-up report will be submitted when the sample(s) are received and evaluated. A 510(k) number will not be provided in the emdr as this product is manufactured for distribution outside of the u.s. And does not have a 510(k) number. However, it is being reported because it is the same or similar to the product distributed within the u.s.